Manufacturer narrative:
On (B)(6)2021, biosense webster inc. Received additional information which indicated the patient was a 46 year old female. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome was reported as improved. Ablation had been performed prior to noting the cardiac tamponade and it was discovered just before the end of the procedure. Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 30462495m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. Right before the end of the procedure when echo image was checked, a suspected cardiac tamponade was confirmed and drainage/ pericardiocentesis was performed immediately. There were no defects in the consumable products. Recovery of blood circulation was confirmed and the patient left. The physician commented that the patient's condition was good. The physician commented that ¿I don't think there was any defect, etc. In the product itself. This may be caused by the fact that the status was shifted from right ventricular outflow tract (rvot) to left ventricular outflow tract (lvot) or the event was ablated at 50 watts.¿ no further information is available. There¿s no information regarding prolonged hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.